Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced bluetooth connectivity issues in which a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, despite device restarts and setting checks; pairing was subsequently achieved after the user applied a new sensor, and the user was advised about potential smartwatch interference and to contact dexcom for sensor support. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose levels remained unaffected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability communication failure associated with the electrical/magnetic communication path, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.